Event description:
Voluntary medwatch was received that stated the patient arrived to clinic on (B)(6) 2021 with the white lead of their controller damaged and a small tear on the silicone covering distal to the modular cable connector. The patient's driveline was found to be unlocked at the modular cable connector. The controller and modular cable were replaced.

Manufacturer narrative:
Voluntary medwatch form # 3400300000-2021-0000027 was received on 27jul2022. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s white power lead being damaged was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were associated with the reported event. Questions regarding the event were asked multiple times; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.